Event description:
It was reported that the screen on quick bolus button on the device stopped working. The device works when plugged in to a power source.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.